Event description:
Customer reported bubbles in five cartridges without explanation. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.